Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the controller power cables and bend reliefs was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 31 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp). There were no other notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. The system controller was not returned for evaluation; therefore, the extent of the reported damage was unable to be determined. Multiple good faith effort attempts were made asking for additional information regarding the reported damage to the controller power cables and if the exchanged controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was noted to have damage on the white power cable; the damage was wrapped in tape. Additionally, the white power cable's bend relief had exposed wires. The patient underwent a controller exchange on (B)(6) 2023; the patient tolerated the exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.